Event description:
On three different occasions and with three different products of the same lot, rptr noticed a rupture of the arterial line at the point where it is supposed to join the hemodialyzer. The defect is noticeable until the time of connection to the pt, when blood comes out through the defect. On one occasion the break was large enough to cause loss of blood in an amount of at least 150-200 ml. Rptr has inquired locally with the suppliers of the lines to dialysis units, but they are not responding to their questions. Hence rptr decided to inquire as to whether there is a problem with lines, at least of this particular lot, manufactured by this co. According, to rptr, baxter buys the lines from a co called gyfit in mexico, but baxter argues gyfit has not responded to them about an inquiry concerning this. Since there was blood spillage, the lines were, on those three occasions, thrown away. Rptr would like to emphasize that the lines were new. Rptr does not re-use lines at their facilities.